Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller was trying to adjust the patient's therapy and was seeing out of range 529 on the handset. The caller said the patient was currently on program c and was trying to increase from 0. 1 to 0. 2 and was seeing this message. The caller mentioned having a video call with the doctor on tuesday. The caller noted that the last time they saw the doctor in september, they were told there was an impedance issue with the implantable neurostimulator (ins). The hcp could program around the impendence with the help of the manufacturer. See (B)(4) for the impedance issue report in september. The caller said that they would have no way of knowing if the situation had worsened. Troubleshooting was unable to be performed. The patient was redirected to their healthcare provider to address the issue further. Additional information received from the manufacturer¿s representative (rep) reported the patient was seen by their healthcare provider on (B)(6)2023, and the oor cleared. The patient had a short at the 0 <(>&<)>1 electrode previously, and the patient was then programmed with case and 2. It was reviewed the patient may have an intermittent short circuit. An appointment was scheduled for (B)(6)2023 to investigate further.